Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-may-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the tower door was failed, and it was unable to recover. The field service engineer (fse) had confirmed that the customer was able to recover the storage space, and no further assistance was required. The system functioned as intended after the customer resolved the issues.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failed and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.